Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a stripped battery cap coin slot and minor scratches on the display window.

Event description:
Customer called to assure that her insulin pump was on the list for voluntary scroll wrap recall. Customer reports to have been hospitalized on (B)(6), 2014 with blood glucose of 52 mg/dl. Customer was hospitalized due to low blood glucose and was not sure if it was due to the scroll wrap issue. Customer was advised that since her insulin pump is functioning properly at the moment, she will be contacted when the replacement pump is ready to be shipped. Customer's blood glucose at the time of call was 185 mg/dl no further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Manufacturer narrative:
The pump passed the delivery accuracy test.